Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a physician that several of his colleagues reported stent dislodgement events with resolute onyx drug eluting stents.